Event description:
A facility administrator (fa) reported to fresenius that a dialyzer blood leak occurred approximately one hour and 54 minutes into the patient¿s treatment. The fa explained that this treatment was programmed for ultrafiltration (uf) only with a runtime of two hours. The blood leak was visible within the blue hansen connection. Blood leak test strips were not used to test for the presence of blood. The leak was confirmed to be internal. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient¿s treatment ended for the day approximately six minutes early. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility administrator (fa) reported to fresenius that a dialyzer blood leak occurred approximately one hour and 54 minutes into the patient¿s treatment. The fa explained that this treatment was programmed for ultrafiltration (uf) only with a runtime of two hours. The blood leak was visible within the blue hansen connection. Blood leak test strips were not used to test for the presence of blood. The leak was confirmed to be internal. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient¿s treatment ended for the day approximately six minutes early. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
H3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.